Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The customer's blood glucose reading at the time of the event was 343 mg/dl. Customer experienced vomiting and frequent urination. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.